Event description:
It was reported that an ilet bionic pancreas displayed a restart alert associated with the backlight, followed by persistent recharge alerts, difficulty engaging the charging cradle, temporary power restoration while on the charger, and inability to power on when off the charger, consistent with device malfunction involving the power/charging subsystem and backlight communication. Symptoms included no reported blood glucose impact and no adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed functional failure related to charging and power maintenance with an associated backlight communication alert, consistent with previously observed device malfunction in the power and display/backlight components. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to component or performance failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.